Manufacturer narrative:
Investigation into this complaint included a customer data review, a quality data review and a complaint history review. Investigation is summarized as follows: customer data review: customer result log files were reviewed. The run was valid, met all assay specification requirements, and no error codes or flags were displayed for the controls (positive ctrl and negative ctrl). There is no indication that the alinity m resp-4-plex amp kit (list 09n79-090) lot 514503 is performing outside of established design performance specifications. The amplification curve of the discrepant results was analyzed. The reported sample ids were positive for their respective targets and the amplification curve of all the samples appeared as expected and exhibited a normal sigmoidal shape. Additionally, carryover mapping was performed for the reported discrepant results. Using the results log from the original runs, the samples were mapped, and a high positive sample was found to be adjacent to reported false positive sample (sars-cov-2 target only). Based on the results of amp tray carry over analysis, a risk of potential amp tray carryover for the sars-cov2 target was identified for 13 samples. The review of the customer data demonstrated that the alinity m resp-4- application (app) specification (spec) file 09n79-01d v4.00 did not perform as expected when using the alinity m resp-4-plex amp kit (list 09n79-090) lot 514503. Carryover can occur at the amplification plate during mastermix well mixing, which is driven by the details present in the application specification file. Carryover at the amplification plate during mastermix well mixing was identified for 13 of the discrepant results (sars-cov-2 target only). Potential amp tray carryover is suspected to be the cause for the discrepant results. If carryover of samples occurs between adjacent wells during master mix addition, this could lead to false positive results being reported on the alinity m for the alinity m resp-4-plex assay, specifically only the sars-cov-2 analyte. For these reasons a product deficiency has been identified for alinity m resp-4-plex 09n79-01d v4.00 app spec. Quality data review: device history record / batch record review: the device history records (DHR) review for alinity m resp-4-plex amp kit (list 09n79-090) lot 514503 (including the components) was performed. The manufacturing packets were reviewed to identify any issues related to the reported complaint during production of the lot components. No issues were identified. Additionally, no issues were found during quality control (qc) testing. The products passed quality specifications at the time of release. CAPA / non-conformance review: the CAPA review for alinity m resp-4-plex amp kit (list 09n79-090) lot 514503 (including the components) was performed to identify any records that were potentially related to the reported complaint. The search did not identify any records related to the reported issue for this lot number. Complaint history review: a lot specific complaint history review was performed to identify any similar complaints to the ticket being investigated, which reported discrepant results while using alinity m resp-4-plex amp kit (list 09n79-090) lot 514503. Additionally, customer data review verified that the curve for the reported sample appeared normal and exhibited a sigmoidal shape. Therefore, complaints considered related will include the alinity m resp-4-plex amp kit (list 09n79-090) lot 514503 and discrepant results that exhibit normal, sigmoidal curves. The complaint history review identified 9 additional complaints for the alinity m resp-4-plex amp kit (list 09n79- 090) lot 514503 which was related to this investigation. 6 out of 9 complaints have been investigated and determined no product deficiency, 2 are currently pending an investigation and 1 complaint was also confirmed for amp plate carryover for app. Spec. Version 3. Based on the results of the investigation elements (customer data review), a product deficiency for alinity m resp-4-plex 09n79-01d v4.00 app spec was identified. Specification not met- the review of the customer data demonstrated that the alinity m resp-4-plex app spec ce 09n79-01d v4.00 did not perform as expected. Carryover can occur at the amplification plate during mastermix well mixing, which is driven by the details present in the application specification file. Carryover at the amplification plate during mastermix well mixing was identified for 13 of the discrepant results (sars-cov-2 target only). Abbott molecular determined that a field corrective action ((B)(4)) should be taken via approval of 489-risk on september 2, 2021. This action was reported per 21 cfr 806 to the FDA on september 4, 2021 (report number 3005248192-09-03-2021-001-c). The field corrective action was issued as an urgent field safety notice / field correction recall letter dated september 2, 2021 providing customers background on the issue, potential impact and necessary actions. Recall number: z-0004-2022. The following mdrs were also reported as related to fa-am-sep2021-260: 3005248192-2021-00214, 3005248192-2021-00145 follow up report 1, 3005248192-2021-00146 follow up report 1, 3005248192-2021-00155 follow up report 1 , 3005248192-2021-00190 follow up report 1, 3005248192-2021-00148 follow up report 1, 3005248192-2021-00168 follow up report 1, 3005248192-2021-00136 follow up report 1, 3005248192-2021-00161 follow up report 1, 3005248192-2021-00175 follow up report 1, 3005248192-2021-00220 follow up report 1, 3005248192-2021-00160 follow up report 1, 3005248192-2021-00116 follow up report 1, 3005248192-2021-00119 follow up report 1, 3005248192-2021-00169 follow up report 1, 3005248192-2021-00171 follow up report 1, 3005248192-2021-00172 follow up report 1, 3005248192-2021-00173 follow up report 1, 3005248192-2021-00174 follow up report 1, 3005248192-2021-00177 follow up report 1, 3005248192-2021-00183 follow up report 1, 3005248192-2021-00283, 3005248192-2021-00108 follow up report 2, 3005248192-2021-00113 follow up report 2, 3005248192-2021-00306, 3005248192-2021-00122 follow up report 1, 3005248192-2021-00157 follow up report 1, 3005248192-2021-00158 follow up report 1 , 3005248192-2021-00200 follow up report 1 , 3005248192-2021-00201 follow up report 1 , 3005248192-2021-00202 follow up report 1 , 3005248192-2021-00310, 3005248192-2021-00311, 3005248192-2021-00123 follow up report 1, 3005248192-2021-00124 follow up report 1, 3005248192-2021-00204 follow up report 1, 3005248192-2021-00185 follow up report 1, 3005248192-2021-00189 follow up report 1 , 3005248192-2021-00232 follow up report 1, 3005248192-2021-00231 follow up report 1, 3005248192-2021-00212 follow up report 1, 3005248192-2021-00246 follow up report 1, 3005248192-2021-00244 follow up report 1, 3005248192-2021-00209 follow up report 1, 3005248192-2021-00205 follow up report 1, 3005248192-2021-00194 follow up report 1, 3005248192-2021-00112 follow up report 1, 3005248192-2021-00184 follow up report 1, 3005248192-2021-00180 follow up report 1, 3005248192-2021-00178 follow up report 1, 3005248192-2021-00225 follow up report 1, 3005248192-2021-00141 follow up report 1, 3005248192-2021-00132 follow up report 1, 3005248192-2021-00192 follow up report 2, 3005248192-2021-00176 follow up report 1, 3005248192-2021-00182 follow up report 1, 3005248192-2021-00188 follow up report 1, 3005248192-2021-00236 follow up report 1, 3005248192-2021-00187 follow up report 1, 3005248192-2021-00227 follow up report 1, 3005248192-2021-00224 follow up report 1, 3005248192-2021-00250 follow up report 1, 3005248192-2021-00252 follow up report 1, 3005248192-2021-00284 follow up report 1, 3005248192-2021-00237 follow up report 1, 3005248192-2021-00186 follow up report 1 , 3005248192-2021-00243 follow up report 1, 3005248192-2021-00223 follow up report 1, 3005248192-2021-00215 follow up report 1, 3005248192-2021-00216 follow up report 1, 3005248192-2021-00217 follow up report 1, 3005248192-2021-00102 follow up report 1 , 3005248192-2021-00294 follow up report 1 , 3005248192-2021-00295 follow up report 1 , 3005248192-2021-00221 follow up report 1 , 3005248192-2021-00228 follow up report 1 , 3005248192-2021-00240 follow up report 1 , 3005248192-2021-00235 follow up report 2, 3005248192-2021-00138 follow up report 1 , 3005248192-2021-00230 follow up report 1 , 3005248192-2021-00165 follow up report 1 , 3005248192-2021-00196 follow up report 1, 3005248192-2021-00203 follow up report 1, 3005248192-2021-00253 follow up report 1 , 3005248192-2021-00265 follow up report 1, 3005248192-2021-00268 follow up report 1 , 3005248192-2021-00254 follow up report 1 , 3005248192-2021-00281 follow up report 1 , 3005248192-2021-00248 follow up report 2, 3005248192-2021-00266 follow up report 1 , 3005248192-2021-00117 follow up report 2, 3005248192-2021-00242 follow up report 1 , 3005248192-2021-00226 follow up report 1, 3005248192-2021-00274 follow up report 1 , 3005248192-2021-00257 follow up report 1, 3005248192-2021-00269 follow up report 1, 3005248192-2021-00307 follow up report 1, 3005248192-2021-00327 follow up report 1, 3005248192-2021-00249 follow up report 1, 3005248192-2021-00199 follow up report 1 , 3005248192-2021-00365 follow up report 1 , 3005248192-2021-00114 follow up report 1 , 3005248192-2021-00207 follow up report 1 , 3005248192-2021-00316 follow up report 1 , 3005248192-2021-00337 follow up report 1 , 3005248192-2021-00358 follow up report 1 , 3005248192-2021-00147 follow up report 1 , 3005248192-2021-00130 follow up report 1, 3005248192-2021-00179 follow up report 1 , 3005248192-2021-00208 follow up report 1, 3005248192-2021-00222 follow up report 1, 3005248192-2021-00143 follow up report 1 , 3005248192-2021-00133 follow up report 1 , 3005248192-2021-00142 follow up report 1, 3005248192-2021-00156 follow up report 1 3005248192-2022-00023, 3005248192-2022-00030, 3005248192-2021-00159 follow up report 1, 3005248192-2021-00285 follow up report 1, 3005248192-2021-00366 follow up report 1 , 3005248192-2021-00360 follow up report 1 , 3005248192-2021-00362 follow up report 1 , 3005248192-2021-00111 follow up report 1 , 3005248192-2021-00170 follow up report 1, 3005248192-2021-00210 follow up report 1, 3005248192-2021-00264 follow up report 1, 3005248192-2021-00272 follow up report 1, 3005248192-2021-00247 follow up report 1 , 3005248192-2021-00278 follow up report 1, 3005248192-2021-00151 follow up report 1 , 3005248192-2021-00396 follow up report 1 , 3005248192-2021-00129 follow up report 1 , 3005248192-2021-00334 follow up report 1 , 3005248192-2021-00256 follow up report 1 , 3005248192-2021-00279 follow up report 1 , 3005248192-2021-00271 follow up report 1 , 3005248192-2021-00267 follow up report 1 , 3005248192-2021-00154 follow up report 1, 3005248192-2021-00292 follow up report 1, 3005248192-2021-00302 follow up report 1, 3005248192-2021-00309 follow up report 1, 3005248192-2021-00287 follow up report 1, 3005248192-2021-00288 follow up report 1, 3005248192-2021-00275 follow up report 2, 3005248192-2021-00296 follow up report 1, 3005248192-2021-00319 follow up report 1, 3005248192-2021-00349 follow up report 2, 3005248192-2021-00351 follow up report 1, 3005248192-2021-00448 follow up report 1 , 3005248192-2021-00470 follow up report 1 , 3005248192-2021-00280 follow up report 1 , 3005248192-2021-00506 follow up report 1 , 3005248192-2021-00193 follow up report 3, 3005248192-2021-00428 follow up report 1 , 3005248192-2021-00131 follow up report 1, 3005248192-2021-00387 follow up report 1 , 3005248192-2021-00290 follow up report 1 , 3005248192-2021-00291 follow up report 1 , 3005248192-2021-00153 follow up report 1 , 3005248192-2021-00137 follow up report 2 , 3005248192-2022-00102 follow up report 1, 3005248192-2022-00229 follow up report 1 , 3005248192-2021-00258 follow up report 1 , 3005248192-2021-00303 follow up report 1.

Manufacturer narrative:
Elevated complaint investigation will be initiated.

Event description:
The customer reported discrepant patient results when running their alinity m resp-4-plex assay on cov2_4pce target. They customer questioned the results because many samples were reported positive, and customer has as internal procedure to retest all samples reported positive with a cycle number (cn) > 35. The positive results on alinity m showed valid internal control (ic) and target amplification curves. While some samples were confirmed positive, twenty-one (21) samples were found discrepant after having retested the suspected samples on alinity m instrument. These were reported as target not detected. Environmental swabs from the amplification reagent lanes were performed and they all showed positive results. The assay tray lane was confirmed to be contaminated. The customer was educated on performing as-needed maintenance as recommended and described in the alinity m operation manual. The customer stated that none of the false positive results were reported outside the laboratory. Therefore there was no report of patient impact due to this observation.